Event description:
I used poligrip and fixodent from approximately (B) (6) 2002 until (B) (6) 2010. About (B) (6) 2004, I had a emg to find out what was causing the tingling in my feet and legs. Nerve damage was ruled out, later on I was diagnosed with neuropathy. Dose or amount: denture cream, frequency: 1 daily, route: oral. Dates of use: (B) (6) 2002 to (B) (6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.

Event description:
Caller states patient tested 1.0 inr on coaguchek system 1, 2.3 inr on coaguchek system 2, and 2.4 inr on coaguchek system 3. No actions taken based on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 877a, expiration date 11/30/2010). (B) (4)